Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The customer discovered and resolved the reported issue with technical assistance from ge healthcare. Legal manufacturer: (B)(4). The customer biomedical engineer troubleshot the reported issue with ge healthcare technical assistance. The customer biomedical engineer replaced the soda lime canister which resolved the reported issue.

Event description:
The hospital reported a leak rate above 4.5 lpm that could prevent mechanical ventilation. There was no report of patient involvement.